Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4+ on a patient with restricted septal leaflet. A triclip xtw was prepared per instruction for use (IFU), inserted without issues, and deployed on the tricuspid valve. A second clip was then inserted. However, during orientation of the second clip above the initial device in the right atrium (ra), there was interaction with the septum, and it was observed that the first clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the clip, the second clip was implanted, reducing tr to a grade of 1+. There was no clinically significant delay in the procedure.